Event description:
Complainant alleged that the medics responded to a patient who was in full cardiac arrest. The patient's spouse informed the medics that the pt had been complaining of indigestion for a week and had been self medicating with a liquid antacid. Upon the medics' arrival the pt was presenting a ventricular fibrillation heart rhythm. The medics reported that they attempted to defibrillate the pt three times at 200 joules, but the device did not discharge. The clinicians then attempted to defibrillate the patient a fourth time at 200 joules. The device then discharged, but the medics observed an arc. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt was "probably" expired upon their arrival.